Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an intermittent act button due to moisture on keypad trace. The insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched case and scratched reservoir tube window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The insulin pump had reportedly not been bumped or dropped. Customer's blood glucose level was 7.8 mmol/l. Nothing further was reported.